Manufacturer narrative:
A saber 2mm x 2cm 90cm percutaneous transluminal angioplasty (pta) balloon catheter (bc) was delivered to the lesion and inflated; however it ruptured at 6 atm (six atmospheres). Therefore the balloon was changed to another non-cordis brand balloon. The procedure finished successfully. There was no report of patient injury. After a non-cordis brand guidewire crossed the lesion, a saber balloon was delivered to the lesion. The target lesion was the right pulmonary artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. The product was stored, handled, and prepped according to the IFU (instructions for use). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). It is unknown what the contrast to saline ratio was. An indeflator type of inflation device was used. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. The balloon catheter was removed easily and intact (in one piece) from the patient. The device is not available for analysis. A device history record (DHR) review of lot 17014293 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, a saber 2mm2cm 90 percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion and inflated however it ruptured at 6 atmospheres (atm). Therefore, the balloon was changed to another non-cordis brand balloon. The procedure finished successfully. There was no report of patient injury. The device is not available for analysis. After a non-cordis brand guidewire crossed the lesion, a saber balloon was delivered to the lesion. The target lesion was the right pulmonary artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. The product was stored, handled, and prepped according to the (instructions for use) IFU. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). It is unknown what the contrast to saline ratio was. An indeflator type of inflation device was used. It is unknown if there was any difficulty advancing the guidewire to the target lesion. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the catheter was ever in an acute bend. The balloon catheter was removed easily and intact (in one piece) from the patient. There are neither procedural images nor a procedural cd available for review.